Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician with supplemental information by an attorney from (B)(6) of peritonitis in a patient coincident with dianeal unknown and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2006, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2006, the patient's peritoneal dialysis (pd) catheter was removed as the peritonitis was resistant to antibiotic therapy. Dianeal unknown and extraneal viaflex therapies were stopped on (B)(6) 2006 and the patient was switched to hemodialysis (hd). On (B)(6) 2006, the patient had a reinsertion of a pd catheter performed and the patient restarted pd therapy on (B)(6) 2006. It was not reported if the event of peritonitis had resolved. The reporter did not provide an opinion of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.